Event description:
It was reported via a call from the rn to the clinical support specialist (css) at 9:34 pm mdt that they had lost the arterial pressure (ap) waveform on the pump. When the css spoke with the rn, the rn said they have a male pt post acute mi with a 40 cc intra-aortic balloon (iab) in place. The pt is stable in a sinus rhythm with occasional premature ventricular contraction (pvc). The pt has been restless. They have the central lumen connected to the bedside monitor and there is a waveform present on the bedside monitor. The central lumen is slaved to the pump. The rn said that there was a waveform present on the bedside monitor and it suddenly disappeared. There are pressure readings on the pump. The css had the rn aspirate and flush the central lumen. There was no change on the pump. The css had the rn disconnect and reconnect the slave cable. There was no change. The css also had the rn connected the central lumen directly to the pump and there was no change. The rn has pressure readings on the pump , but a flat line. The css had the rn zero the central lumen on the pump; no change. The css had the rn change the ap scale and there was still no change. Next the css had the rn power the pump off and back on, still no change. The css had the run place the central lumen back to the beside monitor and ap waveform was present on the bedside monitor. They changed the slave cable, also with no change. The css then recommended that they change this pump out and have it sent to biomed. The rn was going to have to locate another pump so the css told the rn that she would call back in 45 minutes to check on them. At 10:56 pm mdt the hot line received a call back. A second pump was obtained and assistance was needed in switching over from the first pump. They switched the pt connections to the new pump and all waveforms are present. The pump is pumping and the pt is stable. The css told the rn to tag the first pump and have it sent to biomed. The rn thanked the css for the assistance. The css told the rn to call back if there were any further questions. The iab was inserted through the sheath via right femoral artery with issues noted. This was a non fiber optic serial number (B)(4). There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is the pt is being supported on the (intra-aortic balloon pump) iab therapy. Additional info received on (B)(6) 2012 from the css stated the pump is in biomed. The field service representative was contacted and it appears to be the cpu (central processing unit) board. The pump was (B)(4) hours on it.

Manufacturer narrative:
Device will not be returned for evaluation.